Event description:
It was reported that during procedure the elbow on the spider I arm was not locking properly in position and it could be moved manually from its position. No backup device was readily available, nurse had to hold the device arm to protect the patient. No procedure delay was reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were observed. A functional evaluation revealed the device failed the 50lb weight test. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a leaky seal or a weak actuator contributing to a loss of oil, preventing the unit from obtaining the pressure needed to fully lock.